Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was claimed by the patient that the stimulation from implantable neurostimulator (ins) would turn off when lying down and that their pain in the left leg would come back. The patient did not interrogate the device with the programmer to confirm that the stimulation was off. It was noted that when the patient put the programmer over the ins, pressed the synchronize button and then the stim on button it felt like the stimulation would turn back on. Group impedance testing showed a1: 857 ohms at 3.369 ma, a2: no taken because it was set at 0 volts. When referenced to #0 the range was 571-1034 ohms. It was determined that all impedances were within normal limits. Program settings were as follows: program 1 = 13+ 14-, pulse width: 210, rate: 35 hz, amp: 2.9 volts (coverage for the right); program 2 = 7- 8+ pulse width: 210, rate: 35 hz (coverage for the left). The settings for several lying positions were as follows: for lying left and back: 1 4.7 volts 210's, 35 program 2 0 volts 210's 35 hz; lying right: settings were not reported. It was t he impression of the manufacturer¿s representative that the issue only occurred when lying in the left position. The patient stated that they typically turned up program 2 to the maximum amplitude they could tolerate and then turned it off before the 3 minute timer when the amplitude would be saved. This was typically how the patient used the stimulation before they went to sleep (turning the stimulation up for a short time to allow the pain to go away then turns it or the group off). The times the patient experienced the stimulation turning off issue only during the times before they go to sleep. Follow up information reported that the patient met with the manufacturer¿s representative on (B)(6) 2015 in the doctor¿s office. It was noted that based on the impedances being within normal limits and the patient¿s description of the issue, it appears that they were moving even when in the lying position as they were ramping up the amplitude from zero (patient¿s preference) and that the adaptivestim may have reset to accommodate what it perceived as a new position hence the perception by the patient that the stimulation was turning off. It was reiterated to the patient the need not to move for 3 minutes as they were making changes with the amplitude as the position range was already set to its limits at minimum and maximum setting for the lying position. The patient had not had a further occurrence of the stimulation ¿turning off¿ issue since the meeting with the representative. The indication for use of the implanted device was noted as spinal pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.